Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected and leak tested. The reservoir had no leaks and no visual abnormality found upon inspection. The cylinders were visually inspected and leak tested. The first cylinder had three holes from sharp instrument damage by the proximal end of the cylinder body with a resultant leak. The second cylinder had wear at a fold close to the middle of the cylinder body; no leaks were found. The pump was visually inspected and functionally tested; no visual abnormality and no leaks were found. The pump did not pass activation testing. Based on the information available and analysis results, the clinical event of a non-functioning pump was confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump was not functioning. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump was not functioning. No patient complications were reported.